Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The caller stated that the customer had taken the insulin pump off prior to getting into water. She stated that the customer had informed her that the device kept alarming since then. The customer's most recent blood glucose was 400 mg/dl. The customer's mother advised that she was able to treat the customer for his high blood glucose. The caller did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and cracked reservoir tube.